Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and they were advised to change the basal rates for the next twelve hours. Assisted the caller to set the temporary basal. The customer's blood glucose at time of his admission was 286mg/dl. The mother stated that the customer woke up with high blood glucose and feeling sick as well with high ketones. It was stated that the customer was in an accident while driving. The mother stated that the customer was wearing the insulin pump at time of the accident. Troubleshooting was declined as mother felt the device was functioning properly. Advised the mother to call back if further assistance is needed. No additional information was provided.